Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from healthcare provider via manufacturer representative regarding a patient with clinical ID (B)(6), study ID (B)(6) and incident type ae subevent number: 0. Primary diagnosis: stenosis description: increased back pain onset date: 2025-04-01 outcome status: not recovered/ not resolved interventions: action subtype: ae result in hospitalization, action result: no action subtype: anu other action(s) taken, action result: no action subtype: did the ae result in any treatment, action result: no site seriousness assessment: there is no congenital anomaly, death, disability, hospitalization, life threatening and medical intervention. Sponsor assessment: causal related to procedure and not related to any device. Diagnostics: action type: diagnostic action subtype: MRI without contrast1 action type: diagnostic action subtype: were any diagnostic test performed action result: yes event: it was reported that the patient returns to office "with recurrent back and right leg pain of uncertain etiology and plan is to get lumbar MRI. (B)(6) 2025: additional information was received that patient outcome: recovering/resolving site serious assessment: severity of adverse event is moderate. Site related assessment: it is unlikely related to capstone peek spinal system, posterior supplemental fixation system, tlif grafting and possible related to study procedure. Investigator¿s relationship assessments: study procedure: possible (l3-4 tlif) tlif grafting material: unlikely intervertebral body fusion device: unlikely posterior supplemental fixation system: unlikely (B)(6) 2025: additional information was received that action type: diagnostic action subtype: were any diagnostic test performed action result: no additional information was received that description: spondylolisthesis of l4-l5 it was reported that the patient returns to office "with recurrent back and right leg pain of uncertain etiology and plan is to get lumbar MRI. Patient gets periodic epidural injections for this leg pain is worse with standing and walking and better if she lies down chronic back pain radiating into lower right leg. Additional information was received that interventions: action subtype: ae result in hospitalization, action result: no action subtype: anu other action(s) taken, action result: no action subtype: did the ae result in any treatment, action result: yes action subtype: drug therapy, action result: yes adverse event info: does the adverse event involve a lumbosacral spinal level: yes if yes, levels involved: l4-l5 additional information was received that sponsor assessment (oc muo): sponsor and cec assessed as causal related to procedure and not related to any device. Additional information was received that site related assessment: it is unlikely related to capstone peek spinal system, posterior supplemental fixation system, tlif grafting and possible related to study procedure. It was reported that during a spinal procedure involving the implantation of a cage, the patient expressed dissatisfaction with the treatment outcome at a six-week follow-up. The patient indicated that the perceived effect of the treatment was much worsened, and selected "definitely false" for satisfaction with the results, "mostly false" for being helped as expected, and "definitely false" for willingness to undergo the treatment again for the same condition. No additional medical intervention was required to prevent permanent injury or impairment and complications as a result of the event. Additional information was received that interventions: action subtype: surgical treatment action result: yes adverse event info: does the adverse event involve a lumbosacral spinal level: yes if yes, levels involved: l2-l3, l4-l5 add surgical proc date - 01: (B)(6) 2025 details surg proc - 01: l2-3 posterior lumbar decompression, with neurolysis l4 nerve root and discectomy; olif l5 fracture with l4-l5 instrumentation and fusion is the additional surgical procedure an elective removal - 01: no does the additional surgical procedure involve a spinal level - 01: yes add. Surg: if yes, levels involved - 01: l2-l3, l4-l5 does the additional surgical procedure involve an explant related to the study procedure - 01: no site related assessment: additional surgery is unlikely related to capstone peek spinal system, posterior supplemental fixation system, tlif grafting and study procedure. Additional information was received that diagnostic: action type: diagnostic action subtype: CT without contrast1 action result: l3-4 there may be significant residual stenosis due laregly to anterolishesis in right lateral listhesis, subchondral superior l5 endplate fracture with a gas-filled cleft with, 30% vertebral body lo action date: (B)(6) 2025 action type: diagnostic action subtype: were any diagnostic test performed action result: yes it was reported that the patient returns to office "with recurrent back and right leg pain of uncertain etiology and plan is to get lumbar MRI. Patient gets periodic epidural injections for this leg pain is worse with standing and walking and better if she lies down chronic back pain radiating into lower right leg. CT scan has been done on (B)(6) 2025 and surgeon scheduled surgery for (B)(6) 2025. Additional information was received that action type: diagnostic action subtype: CT without contrast1 action result: there may be significant residual stenosis due largely to anterolisthesis in right lateral listhesis of l3 action date: (B)(6) 2025 action type: diagnostic action subtype: CT without contrast2 action result: periprosthetic bilateral l4 pedicle fractures. Action date: (B)(6) 2025 action type: diagnostic action subtype: CT without contrast3 action result: subchondral superior l5 endplate fracture with a gas-filled cleft with minimal nonspecific paraspinal fat stranding action date: (B)(6) 2025 action type: diagnostic action subtype: were any diagnostic test performed action result: yes additional information was received that sponsor assessment (oc muo): sponsor assessed as causal related to procedure, possible related to posterior supplemental fixation system, not related to grafting material, ib fusion device and cec assessed as causal related to procedure and not related to any device.

Event description:
Additional information was received that sponsor assessment (oc muo): sponsor assessed and cec assessed as causal related to tlif procedure, posterior supplemental fixation system, and possible related to grafting material, ib fusion device. Additional information was received that site related assessment: additional surgery is possible related to capstone peek spinal system, posterior supplemental fixation system, study procedure and unlikely related to tlif grafting material. Additional surgery details: l2-3, l3-4 revision pld and l2-4 decompression, l3-5 posterior fusion site related assessment: it is possible related to capstone peek spinal system, posterior supplemental fixation system, study procedure (tlif) and not related to tlif grafting material. Additional information was received that sponsor assessment (oc muo): sponsor and cec assessed as causal related to tlif procedure, posterior supplemental fixation system, tlif grafting material, ib fusion device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D3 has been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that site seriousness assessment: there is medical intervention and severity of adverse event is severe.

Manufacturer narrative:
B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.